Event description:
It was reported that a biconvex patella was revised at 5 years for gross loosening. No known cause. Revised to inlay 3 peg patella. No more information provided yet.

Manufacturer narrative:
It was reported that a biconvex patella was revised at 5 years for gross loosening. The affected genesis ii biconvex patellar component was returned and evaluated. A lab analysis conducted during this investigation indicated that scratches were observed on the articulating surface of the device. Damage and deformation were observed on the edges of the non-articulating surface of the patella. The peg appears to be slightly damaged and cement remained attached to the part. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated at this time. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.